Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-02211 it was reported the patient was unable to enter into MRI mode due to high impedances, which also resulted in ineffective therapy. Next course of action is undetermined at this time.